Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 696 mg/dl while wearing the pod. Previous basal rate adjustments had been made in which raised the rate from 2.5 units of insulin to 3.5 units for a specific time of day. Once at the hospital the patient applied a new pod and was treated with intravenous fluids consisting of sodium chloride (1000 mg) and 10 units of insulin followed by another 10 units. In addition the patient received ondansetron (5 mg). The patient was released from the hospital after 3.5 hours. It should be noted the patient has dementia unrelated to this event.